Event description:
It was reported via phone call that the customer's insulin pump was not delivering the full bolus amount. Customer's blood glucose level at the time 131 mg/dl. Advised to monitor the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.